Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Visual/tactile, microscopic and leakage testing were performed. The device could not be inflated because inflation fluid was observed leaking through the tip due to inner lumen damage at 4.6cm from distal tip. There was a perforation at the site of the inner damage. No damage was observed to the markerband. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a non-tortuous and moderately calcified vessel. A 2.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at normal pressure for 2 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed using alternative device without any patient complications reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6) .

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a non-tortuous and moderately calcified vessel. A 2.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at normal pressure for 2 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed using alternative device without any patient complications reported.